Event description:
It was reported that five (5) exactamix 2000 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bags leaked at the port. The leaks were discovered in the dispensing room prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4: the lot was manufactured between november 27,2023 and november 28, 2023. H11: the device was not available; however, two (2) photographs of the sample were provided for evaluation. Visual inspection of the photograph observed leakage. However, the exact location of the leak was not identified. The reported condition was verified. The cause of the condition could not be determined; however, is likely either an apparent insufficient port weld sealing on the sample, or inadequate or lack of cyclohexanone applied to the administration spike port tube when it was inserted into the port area during the manufacturing process, causing an incorrect welding or bonding, most likely due to variation in the manufacturing equipment causing either a port weld defect, or port bonding area defect. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.